Event description:
It was reported that a vns pt had made a suicide attempt. The physician's assessment revealed that the medical threat to life was characterized as "mild" (e.g., took 10 aspirins - mild gastritis). The physician indicated there was no relationship between the pt's medications and the suicide gesture and a probable relationship between the pt's mental disorder and the suicide gesture. Good faith attempts to obtain additional info have been unsuccessful to date.